Manufacturer narrative:
This report is for an unknown rods /unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: mak, h. Et al (2017), the use of magnetically-controlled growth rods (mcgr) and traditional growth rods (tgr) in a paediatric population, the spine journal, vol. 17 (no. 11), pages s331 (ireland). The aim of this single-center prospective study is to evaluate clinical outcomes in both magnetically controlled growth rods (mcgr) group and traditional growth rods (tgr) group. Between 2012 to 2016, a total of 47 patients (28 males and 19 females) were included in the study. Of these, 24 patients were treated using traditional growth rods (veptr or competitor¿s device). 7 out of 24 patients were converted from traditional growth rods to magnetically controlled growth rods. The following complications were reported as follows: 7 patients in traditional growth rods were converted to magnetic-controlled growth rods (mcgr). 5 patients had wound-related complications. 2 had respiratory complications. 9 patients underwent revision. 2 patients experienced postoperative rod fracture and breakage. This report captures the adverse event of rod fracture and breakage. This report is for an unknown synthes rods. This is report 2 of 2 for (B)(4).